Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a pre-existing flail. It was noted that visualization was difficult due to shadowing from a previously implanted annuloplasty ring. Following the successful deployment of the first clip, a second mitraclip ntr was deployed; however, post deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was deployed to stabilize the slda clip and complete the procedure. Three clips were implanted, reducing the mr to trace (<1). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. It is likely that the patient anatomy contributed to the reported single leaflet device attachment (slda) and poor visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling.